Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with test minilink and the glucose sensor simulator and monitored for two days; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. No unexpected weak signal alarm or calibration error occurred during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive weak signal and calibration errors after receiving a new transmitter. Customer's blood glucose was 614 mg/dl. Customer was advised that insulin pump would be replaced.